Manufacturer narrative:
Our field service engineer (fse) conducted an on-site inspection and found the filter inside the water trap was broken, and replaced it with a new air filter. Once the filter had been replaced, the system passed all functional and safety tests, and the ventilator was then cleared for clinical use. No parts were returned for investigation. A leakage in the water trap (air filter) on the inspiratory side of the ventilator will lead to insufficient supply of gas to the ventilator, which will cause the ventilator to generate several visible and audible alarms regarding leakage in the system, and low gas supply pressure. The root cause for the broken filter has not been determined.

Event description:
It was reported that the ventilator's water trap (air filter) connected to the air hose was leaking. There was no patient involvement. (B)(4).